Manufacturer narrative:
(B)(4).to date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during testing, by the sites biomed, of a ft10 unit found that when an unknown bipolar instrument in use with a covidien e0509 disposable cord was unplugged from the bipolar outlet and then inadvertently plugged into the monopolar outlet and the tines of the bipolar device were touched together (without any tissue), the device activated on its own. The site states they recognize that the generator did not malfunction. The sales rep reported this occurred when the user wrongly plugged the two individual pigtail plugs of a bipolar cord into two of the three monopolar receptacles. The sales rep has indicated that the site is resolving the issue by changing to bipolar cords with the molded plug, which will not fit into a monopolar receptacle.